Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose within the range of 300 mg/dl to 400 mg/dl. Customer's blood glucose value was 389 mg/dl at time of incident. This morning when they woke up, their blood glucose was 438 mg/dl. They treated with the insulin pump. Customer's current blood glucose value was 483 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer does not allege pump was under delivering. Customer reports insulin exited at the quick release. There were no leaks or air bubbles. The device passed the self-test. The infusion set's cannula was bent. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.